Event description:
It was reported while testing patient samples with kit bd max¿ system, bd max¿ instrument 5 had a false positive for vibrio and 1 false positive for vibrio, also had false positive result for yersinia and etec. Confirmatory testing was not performed as it was obvious to laboratory personnel that the results were incorrect. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from french to english: where did the incident occur during use (B)(4) samples are positive for vibrio on the bd max. The prevalence for vibrio is normally low, and the curves of these samples are very atypical (late irregular curves). In addition a (B)(4) sample of this series (sample a2) is rendered ind, with also a visible vibrio curve for this sample. Furthermore, one sample in this series (a9) is positive for vibrio, yersinia and etec at the same time, which is very unlikely. These samples are seen as false positives. Were patient samples involved? Yes. Were erroneous results reported to the clinician? No. Was there any impact on patients? No. Was it obvious that the results could not be trusted? Yes it was relatively obvious for the customer, because the prevalence of vibrio is very low. Here in only 1 run on the bd max they obtained 5 positive samples (4 with a valid result + the fifth one with an invalid result). Another atypical result in the same run is that 1 patient sample was positive for 3 targets at the same time (vibrio, yersinia and etec), still with atypical curves, which is not really possible from a clinical point of view. - is a confirmatory test always performed? No. In this kind of situation (too many positives in the same run with atypical amplification curves) this lab hasn¿t repeated the test (or done another confirmatory test).

Manufacturer narrative:
H6: investigation summary a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(4) . Customer reported receiving "false positive" result for vibrio for xebp. Field service was dispatched. Field service verified normalizer ratio and renormalize both readers. Instrument was returned to the customer functional. Complaint is confirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.

Event description:
It was reported while testing patient samples with kit bd max¿ system, bd max¿ instrument 5 had a false positive for vibrio and 1 false positive for vibrio, also had false positive result for yersinia and etec. Confirmatory testing was not performed as it was obvious to laboratory personnel that the results were incorrect. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from french to english: where did the incident occur during use 4 samples are positive for vibrio on the bd max. The prevalence for vibrio is normally low, and the curves of these samples are very atypical (late irregular curves). In addition a 5th sample of this series (sample a2) is rendered ind, with also a visible vibrio curve for this sample. Furthermore, one sample in this series (a9) is positive for vibrio, yersinia and etec at the same time, which is very unlikely. These samples are seen as false positives. - were patient samples involved? Yes - were erroneous results reported to the clinician? No - was there any impact on patients? No - was it obvious that the results could not be trusted? Yes it was relatively obvious for the customer, because the prevalence of vibrio is very low. Here in only 1 run on the bd max they obtained 5 positive samples (4 with a valid result + the fifth one with an invalid result). Another atypical result in the same run is that 1 patient sample was positive for 3 targets at the same time (vibrio, yersinia and etec), still with atypical curves, which is not really possible from a clinical point of view. - is a confirmatory test always performed? No. In this kind of situation (too many positives in the same run with atypical amplification curves) this lab hasn¿t repeated the test (or done another confirmatory test).

Manufacturer narrative:
The following fields have been updated with corrected information: b.5 - describe event or problem: it was reported while testing patient samples with kit bd max¿ system, bd max¿ instrument 5 had a false positive for vibrio and 1 false positive for vibrio, also had false positive result for yersinia and etec. Confirmatory testing was not performed as it was obvious to laboratory personnel that the results were incorrect. Results were not reported and there was no patient impact. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument d.1 medical device type: ooi d.2. Common device name: instrumentation for clinical multiplex test systems d.4 medical device catalog #: 441916 d.4. Medical device lot #: na d.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k111860 h.4. Device manufacture date: (B)(6) 2017 the following field was updated with additional information: d.4 medical device serial #: (B)(6).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing patient samples with kit bd max¿ ext enteric bacterial panel 5 had a false positive for vibrio and 1 false positive for vibrio, one of those also had false positive result for yersinia and etec. Confirmatory testing was not performed as it was obvious to laboratory personnel that the results were incorrect. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: where did the incident occur during use 4 samples are positive for vibrio on the bd max. The prevalence for vibrio is normally low, and the curves of these samples are very atypical (late irregular curves). In addition a 5th sample of this series (sample a2) is rendered ind, with also a visible vibrio curve for this sample. Furthermore, one sample in this series (a9) is positive for vibrio, yersinia and etec at the same time, which is very unlikely. These samples are seen as false positives. Were patient samples involved? Yes. Were erroneous results reported to the clinician? No. Was there any impact on patients? No. Was it obvious that the results could not be trusted? Yes it was relatively obvious for the customer, because the prevalence of vibrio is very low. Here in only 1 run on the bd max they obtained 5 positive samples (4 with a valid result + the fifth one with an invalid result). Another atypical result in the same run is that 1 patient sample was positive for 3 targets at the same time (vibrio, yersinia and etec), still with atypical curves, which is not really possible from a clinical point of view. Is a confirmatory test always performed? No. In this kind of situation (too many positives in the same run with atypical amplification curves) this lab hasn¿t repeated the test (or done another confirmatory test).